Manufacturer narrative:
The tech replaced the casters to repair the bed.

Event description:
Info received indicates the head end casters swivel around when the brake is set, but the caster wheels do not roll.